Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer moved infusion set site to a different location on body and resumed insulin successfully. Additionally, the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge to resolve the issue. Customer's blood glucose was 474mg/dl.